Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that after screwing in IV line with bd insyte¿ autoguard¿ bc shielded IV catheter leakage occurred. Patient had to have second venipuncture, there was no additional patient impact. The following information was provided by the initial reporter: defective. After screwing in IV line, leak occurs. Specific to lot #3023421.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after screwing in IV line with bd insyte¿ autoguard¿ bc shielded IV catheter leakage occurred. Patient had to have second venipuncture, there was no additional patient impact. The following information was provided by the initial reporter: defective. After screwing in IV line, leak occurs. Specific to lot #3023421.